Manufacturer narrative:
Citation: góreczny s et al. Investigating the purview of melody valve implantation for the pediatric population - an alluring option. Polish heart journal. 2016; 74 (15-17). Presented at the 20th international congress of the polish cardiac society 15¿17 september 2016. Date of presentation used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding percutaneous pulmonary valve implantation outcomes in pediatric patients implanted with a melody bioprosthetic valve. All data were collected from a single center between april 2012 and march 2016. The study population included 19 patients (mean age 13.6 years, mean weight 46 kg), all of which were implanted with a medtronic melody bioprosthetic valve (serial numbers not provided). Among all 19 patients adverse events included: 1 immediate stent fracture and 2 groin hematoma. During follow-up, echocardiography showed stable right ventricular outflow tract velocity with nothing more than mild pulmonary regurgitation in all patients. Additionally, 4 of the 19 patients had a previously implanted medtronic contegra conduit (serial numbers not provided) with noted dysfunction which was addressed with implant of a melody valve. No further details were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.